Manufacturer narrative:
(B)(4). The investigation into this complaint is still in progress at the time of this report.

Event description:
Customer complaint alleges the user states "the valve in the pilot balloon appeared to be stuck, precluding inflation or deflation of the cuff." Photos were submitted for review. Alleged malfunction reported as occurred during use. It was reported that the device was replaced. It was reported there was no patient injury.